Event description:
It was reported by the customer "has informed me that they have had 3 instances over the past few weeks of 3cg confirming good PICC location, and then upon x-ray it appears a few centimeters off from the lower svc. The 3 patients have had ectopies and runs of v tach within a day after PICC placement, when the 3cg readings/p-waves looked really good during placement." This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3340 showed four other similar product complaint(s) from this lot number.